Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon routine inspection of the flexible reamer set on may 22, 2019, it was noticed that two (2) flexible reamer shafts did not properly secure the reamer head attachments. There was no patient involvement. Concomitant devices: reamer head (part: unknown, lot: unknown, quantity: unknown). This report is for a 5.0mm flexible shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The 5.0mm flexible shaft (p/n 352.040 lot 2574432) was received with slightly deformed distal coupling prongs. All four (4) prongs were slightly bent inwards, towards the center of axis, narrowing the coupling tip cannulation. No other issues were identified with the returned components of the device. Functional testing of device interaction could not be completed as the mating reamer head(s) was not returned. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the 5.0mm flexible shaft (p/n 352.040 lot 2574432) as the distal coupling prongs were slightly deformed. All four (4) prongs were slightly bent inwards, towards the center of axis, narrowing the coupling tip cannulation. The deformed coupling tip can cause the reamer shaft to not properly secure the reamer heads. While no definitive root cause could be determined, it is possible that the instrument condition is due to excessive forces or repeated use/reprocessing over the part¿s lifetime (8+ years). During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 352.040, lot: 2574432, manufacturing site: bettlach, release to warehouse date: 26.feb.2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.